Manufacturer narrative:
The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted by the customer to troubleshoot unrecognizable monopolar instrument on the vio da vinci integrated electrosurgical unit (iesu). A spare energy cable was not available. The issue could not be resolved by reseating the energy cable. The surgeon used an external esu to continue with the procedure. The tse advised the customer to replace the energy cable to resolve the issue. No site visit was conducted. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a radical prostatectomy with lymphadenectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the vio dv integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that monopolar instrument could not be recognized on the vio dv integrated electrosurgical unit (iesu). The customer stated that a spare monopolar energy cable was not available. The customer reseated the energy cable, but the issue was not resolved. The surgeon elected to continue to use an external esu on the same instrument and energy cable. The tse reviewed the error logs but could not find any related errors. The tse advised the customer to replace the energy cable when it is available. The customer will follow the advice later. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on the system. At first, the esu could be used without error. The customer was able to replace the energy cable after the procedure to resolve the issue.